Event description:
Same case as 2134265-2014-04480 and 2134265-2014-05094. It was reported that automatic pullback failure occurred. During preparation, automatic pullback failure of the motor drive unit occurred. Automatic pullback was attempted three times. Manual pullback was also attempted. The mdu was exchanged and the procedure was completed. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).